Manufacturer narrative:
Concomitant products: 8220325: nim muting probe, serial # (B)(4), unknown manufactured date, 510(k) # k083124, UDI # (B)(4). The nim mainframe (product # 8253001) and the nim muting probe (product # 8220325) were returned for evaluation. Evaluation of the nim mainframe (product # 8253001) found that the device had a blank touchscreen. The device had a defective inverter pcba. The device was repaired, tested to manufacturer product specifications and returned to the customer. Evaluation of the muting probe (product # 8220325) indicated that unit had a broken ferrite and could not be repaired. The device was returned to the customer un-repaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that pre-operative the device was not working properly. There was no patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.